Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous external iliac artery. The 7.0 x 20cm mustang balloon catheter was inflated 1st/10atms, 2nd/18atms when it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous external iliac artery. The 7.0 x 20cm mustang balloon catheter was inflated 1st/10atms, 2nd/18atms when it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a complete balloon circumferential tear. The tear was located at 3mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pushed out over the tip section of the device. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).